Event description:
The surgeon reported that the haptic of the iol tangled in the ring and pulled it into the bag. The surgery was completed and the ring was left in the eye.

Manufacturer narrative:
The surgeon reported that he was able to remove the ring during a follow-up procedure. The patient was reported to be recovering well.